Event description:
Customer reported discrepant meter results when compared with lab results. Date: (B)(6) 2010; inratio: 1.6; lab: 3.0. Date: (B)(6) 2010; inratio: 2.1, lab: 3.3. Patient target range is from 2.0 to 3.0.

Manufacturer narrative:
Investigation pending.